Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05aug2020.

Event description:
A customer reported to philips that the v60 ventilator generated alarms and shut down while in use on a patient, and the patient experienced an event of decrease peripheral capillary oxygen saturation. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the oxygen solenoid needed to be replaced to return the device to working condition. There was no request for a field service engineer (fse) onsite visit. Therefore, philips is unable to confirm the customer¿s allegation that the device shut down while in use since there was no on site technical support requested and no diagnostic report or error code were provided for review. The customer replaced the oxygen solenoid and the reported device behavior was corrected. The customer did not specify what action was taken to resolve the report of the device shutting down. The device remains at the customer site and no further evaluation is required at this time. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on 23jul2020, the patient was receiving therapy via the v60 device, the device shut down and generated alarms, and the patient experienced an event of a decrease in peripheral oxygen capillary saturation (spo2), with values not reported. The alarms generated by the device were not reported. No adverse event was reported or associated with the use of this device. No relevant laboratory data was reported. No medical intervention was reported, and the event of oxygen desaturation resolved. There is information to support that a malfunction of the oxygen solenoid occurred. Philips clinical post market specialist contacted the hospital through good faith efforts, but the hospital did not provide any additional details regarding the allegation that the device shut down while delivering therapy. The oxygen solenoid valve and valve driver circuitry control the flow of oxygen according to the set o2 and flow. The oxygen solenoid valve is closed when there is a loss of power or system reset. The diagnostic codes associated with the oxygen solenoid valve are not high-priority error conditions that would preclude continued safe operation of the ventilator. (Respironics v60 / v60 plus ventilator, service manual, publication number 1049766, revision k, 2019, pages 31, 104, and 105). Use the respironics v60/v60 plus ventilator on spontaneously breathing patients only. It is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient (respironics v60 / v60 plus ventilator, user manual, publication number 1047358, revision u, september 2019, page 1-1). No parts were returned for failure investigation, therefore the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.